Event description:
It was reported that the drive support cap was protruding. It was also stated that the screen was cracked, and the buttons were unresponsive. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.